Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. It was noted that there was an alert for high right ventricular pacing lead impedance. The impedance was stable until (B)(6) 2017 and had increased gradually. It was further noted that the capture threshold had also increased. No noise was observed. The lead was reprogrammed. The patient would continue to be monitored.